Event description:
It was reported that during a stage 2 implant the lead end protector cap's single setscrew was loosened to expose the distal tip of the lead. When this happened, the screw box rotated around the lead making it difficult for the hcp to take the lead cap off. The hcp had to dissect the lead end cap to expose the metal screw box and untwist it from the deep brain stimulation (dbs) wire. The dbs wire appeared to still be intact, and no problems were found during an impedance check of the system. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).